Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the pump is stuck in the rewind loop. The customer's blood glucose reading was 354 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system alarm during the basic occlusion test due to a slight loose drive support disk. The pump was received with a missing end cap sticker, a cracked case at the display window corners, a peeling address serial label, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.